Manufacturer narrative:
A catheter was inserted in the ER and as the nurse was filling the balloon, the inflation port fell off. Another catheter was inserted without further incident. No patient injury resulted. No additional medical intervention was indicated. The balloon integrity was not tested prior to use. The sample was not returned for evaluation. A root cause has not been determined. No other similar incidents have been reported to us for this catheter. Due to the need for another catheter to be inserted, this medwatch is being filed.

Event description:
A catheter was inserted and while filling the balloon, the inflation port fell off.